Event description:
It was reported that loss of capture was observed on the device following implant. Lead dislodgement was confirmed. The rv lead was revised to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but was not available.